Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the power supply was intermittently working. It would turn on/off during branch ligation. They managed to get it to work long enough to complete the case. The hospital did not report any pt effects. The product is returning.

Manufacturer narrative:
Investigation: a visual inspection revealed that there were no non conformities with the device. The cord was not rec'd. A pre-cautery test was performed on the device with a reference power supply cord, hemopro tool, and extension cable. The device passed the pre-cautery test; the green indicators lights turned on, and the device producted energy and steam. Based upon the functional test, the reported failure, "overheated" could not be confirmed. Internal file number - (B)(4).